Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (cleaning brush got stuck) was not confirmed. In addition to the foreign objects in the channel tube, additional evaluation findings were as follows: due to deformation of the flexibility adjustment ring, there was water leakage, the bending angle in the up direction did not meet the standard value, the play of the up/down knob was out of standard value, the adhesive on the bending section cover had a chip and a crack, the suction cylinder was deformed, the following components have scratches: the grip, the universal cord, the scope connector, the scope cover, the flexibility adjustment ring, the scope cover unit, the suction cylinder, and the switch box. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The device was aspirated with water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The instrument channel, instrument channel port, and the suction cylinder were brushed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that when using an evis lucera elite colonovideoscope, the brush got stuck in the middle of the tube. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the channel tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.